Manufacturer narrative:
The root cause for the dissociation of the resurfacing femur and the stem extension was unable to be definitively determined. The sales representative stated that the surgeon believed that due to the patient's joint line being raised, and limb being shortened, causing excess mechanical stress leading to the dissociation. The patient's medical history is unknown, and it is unknown whether the patient sustained a trauma prior to the failure. Based on review of the device history records, and sterilization batch release records, it was concluded that the failure was not associated with the manufacture of the implants or a nonconformance.

Event description:
The patient underwent a revision surgery (B)(6) 2020 performed by (B)(6) due to dissociation of the distal femur component, and a male-female midsection that connected to the segmental stem. The surgeon believed that raising the joint line and shortening the limb caused increased mechanical forces on the components, which led to the dissociation. The surgeon lowered the joint line and increased the limb length back to normal. The patient's proximal tibia component, distal femur component, and tibial hinge component were explanted and revised on (B)(6) 2020. The patient's 10mm tibial poly spacer was explanted and replaced with an 8mm tibial poly spacer on (B)(6) 2020. A 140mm male-female midsection, a 70mm male-female midsection, and a 50 male-female midsection were placed on (B)(6) 2020 to replace a 90mm male-female midsection, two 40mm male-female midsections, and a 100mm male-female midsection.